Event description:
The customer reported having high blood glucose while using the insulin pump. The caller stated that he has been throwing up all day. Instructed the customer to seek medical attention or he need us to call an ambulance for him. The blood glucose reading at time of call was 586mg/dl. The customer ended the call abruptly and no additional information was given. Attempted to contact the customer several times with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.